Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous defibrillator coil had fractured, visualized on fluoroscopy. The lead was partially removed. No patient complications have been reported as a result of this event.